Event description:
During a laparoscopic gastric bypass procedure, on firing a plcr60b reload, the right side of the distal one-third of the reload became stuck on the tissue. The reload was removed and the area was oversewn. A second plcr60b reload could not be properly loaded, and was replaced by another. The pt was in stable condition at the end of the procedure.

Manufacturer narrative:
Visual inspection of the plcr60b reload showed damage consistent with its having been improperly loaded into the housing. The improper loading is believed to have caused or contributed to the observed event. The other plcr60b reload which could not be loaded properly was loaded without difficulty in the lab.